Event description:
It was reported that an ilet pump did not charge when the user placed the device on the charging pad with the screen facing down; when counseled to orient the pump screen side up, the pump began charging as expected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included user education and troubleshooting over the phone. Investigation of this case revealed improper device positioning on the charging pad, consistent with use error, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.